Event description:
After 6 months of implantation, the ICD device was explanted because of battery depletion due to oversensing. The physician stated that the pt received inappropriate shocks and that the lead (4042 model) which was also explanted showed an insulation failure.